Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms. The patient was noted to not be pace therapy dependent and the boston scientific representative indicated the patient has a history of atrial fibrillation. The ra lead was subsequently explanted. No additional adverse patient effects were reported.